Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Olympus sent the subject device to a third party laboratory for microbiological testing after reprocessing and the testing indicated no microorganisms growth for the subject device. (B)(4) reviewed the manufacture history of the subject device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an inspection at the user facility, the biopsy channel of the subject device tested positive for uncertain bacteria. The user facility reported that the subject device had been reprocessed using an olympus automated endoscope reprocessor model etd. There was no report of infection associated with this report.